Event description:
Literature was reviewed regarding a patient who underwent transcatheter aortic valve replacement (tavr) with a medtronic 34 mm evolut fx+ valve. Following tavr, an unsuccessful post-implant balloon dilation was noted, and post-procedural imaging showed moderate paravalvular leak (pvl). The authors added, ¿given preserved hemodynamics and absence of heart failure symptoms, a conservative approach was initially adopted.¿ subsequently, the patient developed exertional dyspnea and other symptoms (lower edema and intermittent chest discomfort) over the ensuing three months, and despite medical treatment (intravenous diuretics), the symptoms persisted. Diagnostic imaging was performed and identified the following: moderate to severe pvl originating from the non-coronary cusp area, left and right ventricular dysfunction, dense annular calcification along the non-coronary sinus (which appeared to prevent complete valve apposition despite appropriate implant depth), and the fx+ valve frame was situated relative to the native commissures resulting in coronary misalignment. But then the authors characterized the misalignment as follows: ¿importantly, this orientation positioned a large diamond-shaped cell of the valve frame directly over the pvl tract, without compromising coronary artery flow.¿ the authors utilized the valve¿s misaligned cell opening to access the pvl tract and then close the leak with the placement of two non-medtronic vascular plug devices (abbott amplatzer). During follow-up, the patient¿s clinical condition and symptoms improved, and imaging exhibited trivial residual pvl and normal motion of the fx+ valve leaflets.

Manufacturer narrative:
Citation: kharsa, c, kritya, m, zeid, k. Et al. Transcatheter paravalvular leak closure using valve frame access. J am coll cardiol case rep. 2026 apr, 31 (17). Https://doi.org/10.1016/j.jaccas.2026.107545 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.